Manufacturer narrative:
The pod arrived fully deployed. Timeouts, a drive stall, and a rotational sensor malfunction were observed. The pod delivered 60 pulses across both priming sequences before deactivation. The pod was reset and reran without incident. No drive damage was observed that would contribute to the observed data abnormalities. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The root causes of the observed high pulse width w/ drive stall and rotational sensor malfunction could not be determined. It could not be conclusively determined what effect, if any, these findings contributed toward the reported needle mechanism complaint.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.